Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pressure readings for the venous pressure are wrong, either zero or positive. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hls pressure readings for the venous pressure are wrong, either zero or positive. The hls set was exchanged, but the values were still wrong. The failure occurred during priming. No harm to any person has been reported. Wrong pressure readings can lead to a pump stop, if an intervention is set by the user. Therefore, a report is needed. A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed, but did not include the date of event. Therefore, no functional failures could be confirmed on the date of event. A similar failure was investigated by getinge life-cycle-engineering on 2023-01-26 with following conclusion: the most probable root cause was that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This led to the unstable value changes of the pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 ¿preparation and installation¿ and quadrox-ir small adult / adult, chapter 7.2 ¿priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-05-15 for the period of 2017-02-13 to 2024-03-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-13. Based on the results the reported failure "venous pressure reading wrong and fluctuating" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.